Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low creatine kinase (ck) result reported from the synchron cx9 alx instrument. In 2007, a patient sample was tested for ck and a result of "results suppressed, substrate depletion" was obtained. The instrument message of "32ao ck-ordac" was generated along with the result. The operator programmed a dilution factor of 1:100 in the analyzer, and then re-tested the sample neat, thinking that the analyzer would automatically do the dilution. A result of 66iu/l was obtained and reported out of the lab. The next month, a 2nd sample was received from this patient and run on a 1:11 dilution with the dilution factor not programmed (calculation performed manually). The same sample, but in a separate cup, was tested when the dilution factor of 1:11 was programmed. Both samples were diluted manually. The results were: 40392iu/l and 40646iu/l respectively. The customer then re-tested the 1st sample on a 1:11 dilution with the dilution factor programmed on the analyzer, and a result of 26634iu/l was obtained. A corrected report has been issued. Based on available information, patient treatment was withheld based on the erroneously low ck result.

Manufacturer narrative:
There were no system flags at the time of the event and the instrument performed per design. The initial ck result was printed with the instrument code "32ao ck-ordac". Per product labeling: "chemistries which are auto ordac enabled are automatically diluted and repeated by the instrument if the results exceeds the usable range". When an operator manually programmed a dilution factor of 1:100 in the analyzer, the sample should be diluted off-line and then tested. Per product labeling: "operators may enter a dilution factor to be applied to the results of an specified sample program. The dilution factor represents an off-line dilution prepared by the operator, and may range from 1.0 to 1000.0. The default dilution factor is 1.0. The dilution factor will be applied only to those chemistries selected for the rerun". A field service engineer (fse) was not requested for this event. The customer error has been contributed to this event.